Event description:
The daughter of a female pt reported that her 71 yr old mother experienced "damage to the cornea," and ocular-burning sensation and cloudy vision after using disinfecting solution and failing to use neutralizer. Pt sought treatment at an emergency room and was reportedly treated with an antibiotic (unk). The MFR has sought add'l info from the treating physician; add'l info will be forwarded to FDA as it is received.